Manufacturer narrative:
The account found the side rails were damaged and bent with missing components. The account is not going to repair this stretcher at this time.

Event description:
The account alleged the side rail would not latch. No injury reported.